Manufacturer narrative:
This product has not been received for evaluation at the time of this report. The problem cannot be confirmed. If the suspect device is returned a supplemental report will be issued with the results of the evaluation.

Event description:
The customer reported that during a patient procedure, using a gvl 4 stat, the stat broke off in the patient's mouth. The broken piece of the stat was retrieved. A back-up device was reportedly obtained with limited delay in the procedure. No harm to patient or user was reported.